Manufacturer narrative:
The complaint rt215 adult breathing circuits are en route to fisher & paykel healthcare in (B)(6) for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that three rt215 adult breathing circuits failed the ventilator leak test. This was found before patient use.